Event description:
It was reported that the customer received multiple no delivery alarms. The customer's blood glucose level was 169 mg/dl. The alarms were caused a by an infusion set or reservoir occlusion. The customer also reported he was having a high blood glucose level, but declined to troubleshoot for it. He had an infection and was taking antibiotics for it. The product will return. Nothing further to report.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.